Manufacturer narrative:
Received one trs100sb2 in opened original packaging. Lot number was verified. Performed a visual inspection, the specimen bag was not returned. The metal pin and latch were returned unattached from the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that only physicians trained in techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use this product. The IFU also advises the user to not use the anchor tissue retrieval system if resistance is met upon deployment as improper use of the anchor tissue retrieval system may result in perforation of tissue and subsequent bleeding. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the trs100sb2 was being used during a laparoscopic cholecystectomy on (B)(6) 2021 when it was reported "defective small anchor bag from clinical where it broke inside the patient. They believe they were able to retrieve all pieces, but an internal incident report was created." The procedure was completed after a delay a few minutes. There was no report of injury, medical intervention, or hospitalization for the patient. The reported status of the patient was listed as "good". Further assessment questioning found that an x-ray had been used at the end of the procedure to assure no pieces were left in the patient since the user did not visually see the device break. The small metal pieces at the end of the retrieval system were removed using a grasper. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.